Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date in h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is a 2 of 2 MDR submission.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "using a libre 3 plus cgm. Alarmed multiple times with low blood sugar 50-55 starting around 0224 in the early morning. Causing me to get out of bed and treat what I thought was a critical low blood sugar. I verified it by fingerstick glucometer and the reading was 116. This has occurred more than one time on more than one sensor. On my previous libre 3 plus sensor, I had this happen multiple times over a period of 3 days and at that time I did not have any blood test strips for a glucometer. After getting some test strips and testing my blood glucose level, it was >300 which required extra dosing of insulin. It took approx. 5 days to get my blood sugar under control again. I did call abbott and reported this incident due to the potential critical situation and what actions I had to take to get my blood sugar under control. The company would not take my complaint about the product or listen to my concern or even record my situation due to me not having a glucometer at the exact time. I dare to think if I had been an older adult not understanding what could be happening that this could have become a critical situation. Abbott should have listened to my complaint/concern and at bare minimum requested that I return the cgm for investigation. My concern is that I was treating for a low blood sugar when in fact it was not and at one point my blood sugar was >300 while the cgm was reading that it was 120-130. Huge margin of error that could become much more critical." Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event. Adc customer service successfully contacted the customer, however, the customer refused to speak with customer service. Based on the information provided, there was no report of serious injury associated with this event.